Event description:
It was reported that the patient's blood glucose level reached around 300 mg/dl. Originally the pod was reported for the adhesive of the pod did not stick well while worn on the leg between 1 and 4 hours. Additionally, the patient experienced bleeding at the infusion site. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to a failure of the adhesive. The exact cause of the failure of the adhesive could not be determined. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exposed portion of the soft cannula was found to be damaged. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.